Manufacturer narrative:
Age at time of event: 18 years old or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-05963. It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The 95% stenosed, 24-48mm in length, eccentric, de novo target lesion with a bend of >45 and <90 was located in the mildly tortuous, mildly calcified and 2.75-3.5mm in diameter coronary vessel. A 2.75mm x 24mm and a 2.75mm x 32 mm synergy¿ stents were used to treat the lesion. However, resistance was encountered and the device failed to cross the lesion. The device was removed and it was noted that the stents were deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.